Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of insulin flow blocked during bolus and basal. The customer's blood glucose reading was 220 mg/dl. The customer changed the set and reservoir and the alarm reoccurred. The customer stated that manual prime with plunger failed. The customer mentioned that insulin did not exit. The reservoir will be returned for analysis.